Manufacturer narrative:
Examination of the AED's history record immediately prior to and during this event indicates there were no device error or warning conditions present. Examination of the AED's event record reveals a rescue attempt occurred on (B)(6)2023 which lasted approximately 615 seconds. Note: the start time noted in the files was (B)(6)23 04:15:19 the discrepancy may be due to timezones. During the rescue event, the AED performed 5 analyses of the patient's ECG. In 3rd, 4th and 5th intervals, shockable rhythms were detected and advised. The file shows that shock delivery was attempted but aborted with error 2009 indicating shorted output. The impedance was low during the analysis period approximately 39ohm. Therefore, the cause of the error was most likely due to "pads too close together" and/or "sweaty patient" rather than device or pad malfunction. The AED was returned and no device failures were identified. The pads were not returned, pad integrity could not be confirmed. The AED functioned as designed; no AED malfunctions are evident.

Event description:
Defibtech was notified of a rescue attempt by a lay user where the AED advised a shock, charged, but canceled the shock and advised to continued CPR. During the second analysis period, the AED again advised a shock, and the user pressed the shock button, however; the user felt a minimal shock was provided as they witnessed a little body movement and didn't know if the shock was delivered in full or at all.